Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n259249017, implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-1, lot# n257994, implanted: (B)(6) 2010, product type : accessory. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as other and non-malignant pain. It was reported the patient had no pain relief. The patient's status at the time of report was alive -no injury. A planned explant of the pump and catheter was scheduled for (B)(6) 2015. The drug information, other medications, pertinent medical history, onset, troubleshooting, cause and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.